Event description:
The customer obtained results outside the analyzer range for qc and patient samples. Troubleshooting determined that this event is consistent with a malfunction that may cause false patient results to be reported. There was no report of harm as a result of this event.